Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at time of incident . The customer was treated with 10 units via syringe or injection. The customer stated that they had problem with the pump. The customer declined the troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.